Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinical follow up that the patient received appropriate shocks from his implantable cardioverter defibrillator (ICD). However, examination of the episodes showed some beats were dropped out due to undersensing. There was no reported loss of defibrillation therapy as a result of the undersensing. It was also noted that the patient did not feel the shocks as they were delivered during his sleep. The ICD was reprogrammed per the physician's instructions. The patient was in stable condition.